Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient implanted for non-malignant pain. It was reported that the patient had a stage 1 buried lead for spinal cord stimulation. The implantable neurostimulator had not been implanted yet. The health care provider had cut or damaged the 0-7 lead and ¿four contacts were out.¿ no patient symptoms were reported.